Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that an internal flex cable assembly was not connected completed to the therapy pcb assembly. After reconnection of the cable and replacement of unrelated parts, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device, it was observed that the device would be unable to display ECG lead in paddles lead. Without this functionality, the device would be unable to charge or deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.